Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Tandem customer technical support was unable to complete troubleshooting for the invalid transmitter ID alert as the customer subsequently received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.